Event description:
It was reported that during initial training the user was unable to attach the connector to the ilet when a new empty cartridge was installed, although the connector could attach when the cartridge was removed, indicating a mechanical connection issue with the pump¿s cartridge/connector interface. Symptoms included no adverse clinical effects. Outcomes included no impact to clinical status, and the user was advised to continue cgm use with dexcom separately. Investigation included remote troubleshooting and functional checks by having the user attach the connector with and without a cartridge. Investigation of this case revealed a failure to connect the infusion connector when a cartridge was present, consistent with a device mechanical fit or alignment problem in the pump housing or connector interface. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the connector-to-pump interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.